Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was confirmed but not reproduced during product evaluation. The root cause was determined to be a defective pumphead module (phm). The phm was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.

Event description:
The facility representative reported a colleague infusion pump with a 808:02 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.